Manufacturer narrative:
(B)(4). Batch number ==> r57n12. Investigation summary ==> the analysis results that one ec60a device was returned with no visual non-conformances and with an ecr60b cartridge reload present. The cartridge was received fully fired with the pan dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that new opened guns and reloads, and normal loading and unloading. After the firing to the fourth reload was completed, the reload was unloaded and found that the iron piece under the reload was stuck in the jaw and could not be taken out. Then re-complete a new gun and reload to complete the operation. No patient consequence reported.